Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Device time/clock properly and no anomaly noted during testing. Device had minor scratched lcd window, stripped battery cap coin slot (p), cracked battery tube threads. No broken back case noted.(B)(4).

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Device time/clock properly and no anomaly noted during testing. Device had minor scratched lcd window, stripped battery cap coin slot, cracked battery tube threads. No broken back case noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had screen has scratches that are reflecting light battery cap area very worn and lock piece on back of pump broke off also pump rejects new batteries and has time lag. Customer states insulin will periodically squirt from cannula. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.